Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the reported issue of 'no image' was not reproduced during evaluation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the 4k camera head had a no image problem. The issue was found during the beginning of an unknown procedure. The facility completed the intended procedure with another similar device. There were no reports of delays. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image was not confirmed. Evaluation did find no function on all buttons and switches due to a faulty charged coupled device (ccd) unit and the label on the rear cover was faded. This event is under investigation. A supplemental report will be submitted upon receiving additional information.